Event description:
It was reported that fibrous, black foreign matter was found inside the bd insyte¿ autoguard¿ shielded IV catheter needle cover during the investigation. The following information was provided by the initial reporter, translated from chinese: "the customer reported that fm was found in package. No further information was provided." Via bd investigation team: "foreign matter was also identified inside the needle cover or in the fluid path (second unit from lot 1314402; the unit was sent for spectral analysis testing to be performed. Unfortunately given the size of the particle, the foreign matter was lost during transfer for testing. Microscopic photos were taking prior to the testing which show a fibrous black material on the catheter of the unit."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 6 photos and 18 18gx1.16in insyte autoguard devices from lot numbers 1264052 (4), 1314402 (11) and 2087249 (3) units. Through the inspection of the photos and units, foreign matter is observed and determined to be manufacturing related for the following: lot 1264052: foreign matter confirmed in 0 of 4 returned units. Lot 1314402: foreign matter confirmed in 2 of 11 returned units. Lot 2087249: foreign matter confirmed in 1 of 3 returned units. Foreign matter was also identified inside the needle cover or in the fluid path (second unit from lot 1314402; the unit was sent for spectral analysis testing to be performed. Unfortunately given the size of the particle, the foreign matter was lost during transfer for testing. Microscopic photos were taking prior to the testing which show a fibrous black material on the catheter of the unit. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.